Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device review of device history records. Review of complaint history. Results: evaluation of device: upon evaluation, the unit did not hold the specified 50 lbs. Weight as stipulated per its 1101 inspection checklist. The bore diameter could not be measured as these were slotted/assembled during the previous service. However, the statement on the bore sizes of the upper handle being out of tolerance cannot be confirmed because it is not possible to measure such features as these get saw-cut/slotted during the assembly. The device history record for the unit(s) listed in this complaint under lot code: 082740/104. A total 1 unit was created on (B)(6) 2010 and it was inspected 100% per its 1101 inspection checklist. Unit reworked and serviced in support of nhhe323. The handles used come from the following lots: upper handle, (B)(4), lot: 131887. A total of (B)(4) were made and they were all inspected for correct bore sizes and functionality. Lower handle, (B)(4), lot: 131886. A total of (B)(4) were made and they were all inspected for correct bore sizes and functionality. The base unit this base handle belonged to was identified as (B)(4)and it was serviced as part of the recall action item in (B)(6) in (B)(6) 2015. A two year lookback in complaint system for similar complaints "upper handle locking loose / will not adjust properly" for this product ID shows that 3 cases were reported including this incident. No new design or manufacturing trend has been identified. In summary: engineering and repairs were able to partially verify the customer complaint. The root cause of the complaint about the handle being loose can be attributed to the unit being out of adjustment. Engineering was able to further adjust the base unit so that it holds the weight as indicated per its 1101 inspection checklist.

Event description:
It was reported by the hospital that the upper handle locking gets loose. The distributor repair department inspected it and found the bore diameter was out of tolerance. There was no patient injury. Patient age, gender, and type of surgery were unknown. No surgery delay reported.